Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarms motor errors at least once a week. The customer's blood glucose reading was unknown at the time of incident. The customer declined troubleshooting because she does not have the pump with her. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.